Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not able to be removed from the pump. It was noted that the user heard a "pop" sound while attempting to secure the battery cap to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the battery cap revealed that the threads were damaged/stripped. The battery cap was not able to be secured properly to the battery compartment. The battery cap contact height was found to be out of the required specifications. Visual inspection of the pump revealed that the battery compartment threads were also stripped.